Event description:
It was reported that right ventricular (rv) lead exhibited high impedance measurements and oversensing with non sustained ventricular tachycardia (nsvt) episodes and short interval counts (sic), along with a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented the lead was returned with the helix fully extended and stretched out of specification and there was blood/tissue visible on helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).